Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif) tibial plateau and orif ankle procedure. The aiming arm for the va proximal tibia plate set was dropped on the floor and broke. There were no adverse effects for the patient and surgery was not delayed. The procedure was successfully completed. There were fragments generated but they were removed easily without additional intervention. No patient consequences noted. This report involves (1) aiming arm for 3.5mm va-lcp proximal tibia plate. This is report 1 of 1 for (B)(4).